Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stents dislodged and may remain in pt anatomy. Device issue: stent dislodgement. It was reported that the mini vision stents were being used to treat a bifurcation in the circumflex/obtuse marginal. After the case, there did not appear to be any stents deployed in the lesion. The devices had been prepped in the normal fashion; however, it is unk if the stents were on the stent delivery system (sds) at that point. The physician did not notice the stents missing before entering the pt. The lesion was restented using another mini vision which was clearly visible on x-ray. The mini vision stents could not be located even after searching the prep area and drapes, as well as the protective sheath. Based on this information it is unk where the stents are located; therefore, they will be considered to be in the pt. No additional event or pt information is available.

Manufacturer narrative:
The additional rx mini vision 2.0 x 08 mm mentioned is being filed under the same manufacturer number. Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery systems (sds) were returned with no blood visible. There was contrast visible in the balloons and in the inflation lumens. The stent implants were not returned. The balloons were loosely folded. There were crimp marks on the balloons and between the markers. The protective sheaths were not returned. There was no other damage noted to the stent delivery system. Quality engineering was unable to perform an evaluation at the time of the report. Results and conclusions will be forwarded upon investigation completion.